Event description:
It was reported the pt's ipg was unable to communicate with her charger. A new charger was sent to the pt. F/u identified the new charger had not resolved the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.